Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.5/+2.00/73 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.